Manufacturer narrative:
The pump passed the displacement test however, pump was unable to prime during the prime/compromised force sensor system test and alarmed compromised force sensor system during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion test and excessive no delivery test due to compromised force sensor system alarm. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin squirted out during manual prime. Customer¿s blood glucose level was unknown. The customer was advised the insulin pump has to be replaced and revert to back-up plan per health care provider's instruction. The device will be returned for analysis.